Event description:
It was reported to baxter (B)(4) that a ce infusor lv 5 had overinfused during patient use potentially causing the patient to acutely vomit. The device was filled with 5-fu and sodium chloride with a total fill volume of 230ml. The expected infusion time was 48 hours, however, the device infused in 20 hours. The patient refused to return the sample to baxter. There was no serious injury or medical intervention reported. No additional information was available.

Manufacturer narrative:
The reported condition of "overinfusion" could not be confirmed due to the sample not being returned to baxter for evaluation, per the customer. Should the sample or additional information become available, a follow-up report will be filed. (B)(4).